Event description:
The report stated that the pt received a burn to the stomach described as a 1 1/2 cm wide white line during a laparoscopic nissen procedure. The surgeon was trying to wrap the stomach around the esophagus and was doing a seal cycle that required the shaft of the instrument to be leaned against the stomach because of the angle. When the surgeon lifted the device there was a burn where the shaft had been leaned against the stomach.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2007. To date the incident handpiece has not been received for eval. The ligasure system generator has been received and is under eval. Add'l info has been requested from this site. A supplemental report will be issued when the eval of the generator is complete. If the incident handpiece is returned or if the add'l info requested from the site is obtained, this info will be included on the supplemental report.